Manufacturer narrative:
Concomitant medical products - model: dtba1d1, cardiac resynchronization therapy defibrillator (crt-d); implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), and high rate non-sustained episodes. Additionally, noise and high impedance were also indicated on the rv lead. Reprogramming was completed and eventually the lead was extracted and replaced. No patient complications have been reported as a result of this event.